Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate automatic mode switch episodes were observed due to far r-wave oversensing. Technical support suggested reprogramming to resolve the issue. The programming will take place at the patients next follow-up. The patient experienced no adverse health consequences.

Event description:
During follow-up, inappropriate automatic mode switch (ams) episodes were observed due to far r-wave oversensing. Technical support was contacted and suggested reprogramming to resolve the issue. The device was reprogrammed to resolve the issue. Technical support was then contacted again regarding additional inappropriate ams episodes due to far r-wave oversensing. Technical support suggested reprogramming to resolve the issue. The device will be reprogrammed at the patient's follow-up. The patient experienced no adverse health consequences.